Event description:
Vns pt was hospitalized for over a week due to a seizure. The pt's seizure control reportedly worsened after vns implant. It was reported that while hospitalized, programmed device output current was increased from 0.25ma to 0.50ma. The pt scratched at the generator incision site until the site opened, resulting in infection. The pt was explanted because treating physicians believed that since the pt was mentally retarded, they may continue to scratch at the incision sites and infection would recur. Both the generator and lead (excluding electrodes) were explanted. It was reported that the infection was thought to be the cause of the reported increase in seizure activity. The pt will not be reimplanted.